Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital and diagnosed with diabetic encephalopathy. The patient's blood glucose (bg) values dropped to 22 mg/dl and then the patient lost consciousness. The patient was wearing the pod on the abdomen. The only treatment that was reported were diagnostic tests ran. The patient also was having issues with their thyroid. The patient was discharged after 2 days.